Manufacturer narrative:
(B)(4). The injecting physician discarded the product and did not document the lot number. Device labeling: contra-indications: do not inject into the blood vessels (intravascular). Undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported after injection with juvederm ultra plus in the glabellar lines, the patient experienced hyperemia, edema and necrosis. Patient was treated with hyaluronidase; symptoms resolved 7 days after treatment was given.